Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the patient not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The high balance chamber pressure alarm is attributed to the operator inadvertently connecting the patient while still in recirculation mode. The cycler alarmed appropriately. The user's guide provides adequate instructions for completing prime and connecting the patient for treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a balance chamber pressure alarm occurred at the beginning of a routine hemodialysis treatment. Upon troubleshooting, the alarm with nxstage technical support, it was determined that the operator had inadvertently connected the patient while still in recirculation mode. Due to the amount of time the blood pump had been stopped, rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.